Event description:
It was reported that this pacemaker had a pacemaker mediated tachycardia (pmt) episode that was not solved with the algorithm, the patient had to have the device interrogated and reprogrammed to resolve the arrhythmia. The patient was diaphoretic. Technical services (ts) was consulted and provided recommendations to ensure adequate device function. This pacemaker remains in service. No adverse patient effects were reported.